Event description:
It was reported that the spectrum pump had issue of improper shutdown during an unspecified process step at medicine 3 department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "improper shutdown" was reproduced. A review of the event history log revealed improper shutdowns messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid residue on the back flex battery contact pin, which caused the pin to become jammed and unable to return to its intended position. This contamination is identified as the root cause of the reported issue. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.